Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the screwdriver tip broke during use in the screw. Fragments were not generated inside the patient's body. Screwdriver t20 tip stayed in t20 screw recess. The screw was already in the final position. The other screwdriver was used for implantation of other screws. The procedure was successfully completed without any surgical delay. There were no patient consequences reported. This report is for one (1) expedium spine system quick connect si poly driver. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: the xpdm quick-con si poly scwdrvr (part # 279712400 / lot # mi52046) was received at us cq. The distal tip of the device has completely broken off. No fragments were returned. Slight discoloration on the ring component was observed on the device and rest of the surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. The complaint was confirmed for the received device as the distal tip of the device was broken. However, no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique, or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot : a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi52046 was released in a single batch. Batch1: lot qty of units were released on 28 sep 2016 with no discrepancies. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.